Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was broken. A field service engineer (fse) found the bearing cage on the right side of main half-height drawer 2.1 had fallen out and replaced it. In hardware test application (hta), unseated cubies in drawers 2.1 and 2.2 were found. The fse then powered off the station and removed the old drawer. The new drawer's divider was not seated correctly, so it was removed, installed a new drawer and reseated cubies for both drawers. The hta passed successfully. Customer also completed inventory of items in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had been broken, user tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.